Event description:
It was reported that the leads were removed due to infection. The leads were replace approximately one month later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was blood in/on the helix mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.